Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and lumbar radiculopathy. The patient's pump and catheter were removed on (B)(6) 2012. The patient an infection.

Event description:
Additional information was received from a healthcare professional and it was reported that the patient first started experiencing the infection 2 weeks post implant. The location of the infection was at the pump site. It was unknown by this reporter what diagnostics were performed as the patient was seeing a different physician. The cause for the infection was noted to be ¿patient susceptible to allergic reactions¿. The infection was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.